Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: age: (B)(6), gender: male, weight: (B)(6), bmi: (B)(6). What were current symptoms following the index surgical procedure? Onset date? Exact symptoms were unknown. Onset date was unknown. Other relevant patient history/concomitant medications? Diabetes, treated for high blood pressure. What is physicians opinion as to the etiology of or contributing factors to this event? The surgeon commented that this event is not related to interceed. How was the small intestinal obstruction diagnosed? By the x-ray. Relationship of small intestinal obstruction to interceed? No relationship of small intestinal obstruction to interceed as per a report. Has any medical or surgical intervention been provided? Please provide dates and details. An ileus tube placement required. Are there any pictures available? No. What is the patient's current status? The patient has been discharged from the hp on (B)(6) 2016. But the very current patient¿s status is unknown. (B)(4) additional medical intervention.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? How was the small intestinal obstruction diagnosed? Relationship of small intestinal obstruction to interceed? Has any medical or surgical intervention been provided? Please provide dates and details. Are there any pictures available? What is the patient¿s current status? To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic ileocecal resection on (B)(6)2016 and an absorbable adhesion barrier was applied on the greater omentum under the surgical wound. Following the procedure, the patient was re-hospitalized or initial hospitalization was extended due to adhesive small intestinal obstruction and required the long tube drainage placement. The fluid level accompanied with the small intestinal expansion was found by the x-ray. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.